Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd clear 5.4qt sharps collector experienced device damage while still considered operable. The following information was provided by the initial reporter the product was damaged/cracked.

Event description:
It was reported that the bd clear 5.4qt sharps collector experienced device damage while still considered operable. The following information was provided by the initial reporterl the product was damaged/cracked.

Manufacturer narrative:
H.6. Investigation: pictures were received as evidence from the customer in order to proceed with the investigation. According to the DHR review process, the result showed there were no issues reported like broken/damaged bases or labeling concerns during the manufacturing process of the lot numbers reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like broken / damaged bases or labeling concerns for the same part number throughout the last twelve months. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by them, since the distributors can do partial sells, the controls to handle remaining material is unknown. In addition, the current manufacturing controls were reviewed, and they were confirmed as capable to detect this kind of issues (base broken / damaged). Therefore, this nonconformance it can¿t be confirmed as a failure mode related to a manufacturing process.